Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for a syringe module, and therefore, will be replaced.

Event description:
It was reported that allegedly the display segment was dim for a syringe module, and therefore, will be replaced. There was no patient involvement.

Manufacturer narrative:
The reported issue that the display segment was dim for a syringe module was confirmed on the returned display board assembly. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. Syringe module was attached to a cad pcu and tested by running the simultaneous display test (asm v9.8.1) to determine dim or missing segments; dim meaning some light was visible but not enough to easily determine the number that is expected to display. Testing results identified the returned syringe module display board assembly had dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text: only display boards were provided for investigation.